Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was too low in an arctic sun device. An attempt had already been made to clarify this over the phone, but a technician has to do it on site. Per follow up information received via email on 01jul2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Event description:
It was reported that the flow rate was too low in an arctic sun device. An attempt had already been made to clarify this over the phone, but a technician has to do it on site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was too low in an arctic sun device. An attempt had already been made to clarify this over the phone, but a technician has to do it on site. Per follow up information received via email on 01jul2024, device would be repaired in the hospital. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: b, d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.